Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that when an attempt was made to position the tined lead in the atrium, saturation decreased and the patient complained of pain in the right shoulder. The procedure was temporary stopped and echocardiogram was performed. Slight retained exudate was observed then. The procedure was completed with vvi operation. At post procedure, an echocardiogram was done once again and a computed tomography scan was evaluated and the physician diagnosed that was retained exudate coming from the atrium. The patient had palpitation, cardiac tamponade and an extended hospital stay. The lead remains implanted and the patient is being monitored. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.